Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of unexplained high blood glucose of 429mg/dl. Troubleshooting found that the sensor was not working. Customer declined high blood glucose troubleshooting because was due to the sensor not working. No further details given.